Event description:
Pt came to facility for CT. A catheter was located in right upper chest wall. Dye injected into catheter for CT scan. Pt experienced discomfort and there was swelling at the site. Chest x-ray revealed extravasation of dye into right upper chest subcutaneous tissue. Catheter fragment was removed by radiologist on 6/27/96. General surgeon removed port and part of catheter still connected to port on 7/2/96.